Manufacturer narrative:
(B)(4).

Event description:
The pt's intrathecal pump had become loose and moveable. There was extreme pump mobility within the subcutaneous tissue. It was stated that 3 of the 4 sutures were found to be broken. The pt had their pump repositioned on (B)(6) 2011. The medications being delivered via the device system were bupivacaine and hydromorphone. The event was "on-going."